Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing to high pacing thresholds were observed on the right ventricular (rv) lead and left ventricular (lv) lead. During the extraction procedure, the physician noted insulation damage on the right atrial (ra) lead, rv lead and lv lead. The leads were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the explant of the right ventricular (rv) lead and the right atrial (ra) lead, the helices of both leads would not retract. When the left ventricular (lv) lead was being explanted, a drop in the patient's blood pressure occurred and pericardial effusion was observed. Pericardiocentesis was performed. No further patient complications have been reported as a result of this event.